Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Serial number provided.

Manufacturer narrative:
One of the reported devices was returned for evaluation. A review of manufacturing records found that the device met all quality and manufacturing testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was an indentation in the catheter material 40.5 cm from the sensor case. The device passed all electronic, noise, linearity and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI: unknown product code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the sales rep, 3 microsensors malfunctioned in recorded incident. The patient experienced head trauma due to an auto accident, first microsensor was implanted before ms was zeroed, so it had to be removed. Replacement ms was implanted correctly but icp through directlink still showed -2 to -4. Third ms was implanted using icp express and icp showed +3 to +6 which was closer to clinical expectations. No delay reported.